Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs pocket site was revised due to pain at the pocket site. The pt underwent revision surgery on (B)(6) 2013 where his scs ipg was implanted deeper. It was also reported the pt is very thin and the pain occurred regardless of charging or stimulation. At the time of the (B)(6) 2013 follow-up, the pt was "doing fine" and the physician was satisfied with the surgical intervention. On (B)(6) 2013 follow-up identified the pt is now experiencing discomfort at the new scs ipg pocket site.